Manufacturer narrative:
Follow up information received on 18-apr-2016: quality-safety evaluation of product technical complaint: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow up information received on 04-may-2016: no further information was provided despite follow up attempts. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and from the instant that the implant was placed on her, she had pain in her pelvic area (severe pelvic pain). This event is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the suggestive temporal relationship, causality with essure use cannot be excluded. Since an intervention will be required and the reporter attributed the procedure to essure, this case is regarded as incident. Other non-serious events were reported. Based on the available information no product quality defect was confirmed. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5059969) in united states on 08-mar-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Consumer reported that, from the instant that the implant was placed on her, she has had pain in her pelvic area. According to her, over the years, other side effects had occurred. They included, but were not limited to: severe pelvic pain, joint pain, weight gain, high blood pressure, amenorrhea, facial acne, brain fog, lower back pain, etc. She had such pain in her pelvic area and lower back, she could not walk at times. Consumer also informed that this pain was coming from where her tubes were (place where essure coils were inserted). She had recently seen a physician and was advised that she would need to have a hysterectomy at (illegible date). She attributed this procedure to essure. As concomitant medication, consumer reported bystolic 10 mg, chlorthalidone 25 mg and as otc meds she reported calcium. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and from the instant that the implant was placed on her, she had pain in her pelvic area (severe pelvic pain). This event is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the suggestive temporal relationship, causality with essure use cannot be excluded. Since an intervention will be required and the reporter attributed the procedure to essure, this case is regarded as incident. Other non-serious events were reported. Further information and technical analysis are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs